Event description:
Mfg report reference: 3006705815-2019-01427, 3006705815-2019-01426, 1627487-2019-05897. It was reported that the patient experience lead migration. The patient underwent surgical intervention to replace the leads. During the procedure, the physician discovered that one of the anchors was broken. The patient has effective therapy post operation. Note: since it is unknown to the manufacturer which anchor was broken, both devices are being reported on.